Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reports that incorrect report information is transmitted to the sci store. Sci store is the hospital information system used in (B)(6) to store pt data. If there is an addendum and the pt has multiple cases of file, the addendum will be attached to the most recent case number . There was no reported pt injury associated with this event.